Event description:
It was reported that after the device change out the right ventricular (rv) lead superior vena cava (svc) coil would not register an impedance. The svc coil remains implanted into the device header but was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 5076-52 crdm non-defib lead implanted: (B)(6) 2005; 4968-35 crdm non-defib lead implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.